Event description:
In 2008, the patient reported that she received a low cartridge warning (a1) and when she changed the insulin cartridge the piston rod made a grinding noise and was getting stuck near the bottom of the cartridge compartment. She inserted a new battery prior to the report. She performed the change cartridge procedure during the report and the piston rod did not make a grinding noise. She stated that the infusion device had not been dropped. She stated that 2 weeks ago she wore the infusion device in the water. She was advised against this. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.